Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the image produced by the device was noisy and the subject could not be recognized. Additional evaluation findings are as follows: appearance defects of the cable and video connector appearance defects. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7h-1d, camera head to olympus for repair due to a report of poor image quality due to malfunction of the imaging system. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, a noisy image was found and the subject could not be recognized. This report is submitted due to the finding of noisy image in which the subject could not be recognized.